Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2017 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug (dose and frequency not reported) for the event. At the time of this report, the patient has recovered. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.